Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4) (oekg), the scope error (unsupported scope) e315 was displayed. The service department of oekg checked the subject device and found that the error e315 was attributed to the failure of the electrical circuit board and found the issue of the video connector socket. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg) there was the possibility that the reported phenomenon was attributed to the following because more than 5 years had passed from the subject device had been manufactured. - the electrical circuit board which had the function of the endoscope detection might have failure due to the deterioration of the component of the electrical circuit board by the repeatedly long-term use. - the electrical contact of the video connector socket might be worn or the locking lever might be broken by the long-term use. If additional information becomes available, this report will be supplemented.